Manufacturer narrative:
The eval is currently underway. A follow-up report will be initiated, when the eval is complete.

Event description:
Pump needs to be tested due to free flow incident. Pump was used on a pt. The pt is fine. Pump was set at 100ml/hour of normal saline. The error was immediately detected. The pump was taken out of use. The tubing is not available.